Event description:
Patient had extended dwell catheter in place, began to complained of pain, IV discontinued, nurse determined IV was not intact, us confirmed retained fragment of catheter which was then retrieved via ir. Positive for retained IV catheter. FDA safety report ID# (B)(4).